Event description:
It was reported that the patient presented in clinic for a follow up with an implantable cardioverter defibrillator that exhibited post-paced t-wave oversensing. Programming changes were recommended, but not made yet. The patient was in stable condition.

Event description:
New information notes that additional episodes of post-paced t-wave oversensing (pptwos) were observed. No intervention was reported. There were no patient consequences.

Event description:
New information received stated that programming changes have been made. There were no patient consequences.